Event description:
It was reported that during functional testing, the device self activated on the second prime. The indicator was fully red. There was no needle in the device. No reported patient injury or involvement.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this driver serial number. Visual inspection/functional/performance evaluation: per the service and repair facility, the inner components were noted to be dry. The device was found to be difficult to prime in the as received condition. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for failure to prime, as the device was difficult to prime in the as received condition. The root cause of the dry components was likely related to improper maintenance by the user resulted in the difficulty to setup issues. However, the definitive root cause for the self-activation could not be identified. The investigation is inconclusive for self-activation due to the returned sample condition. Labeling/review: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both slides are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Manufacturer narrative:
The serial number for the device was reported and the device was returned for evaluation. The evaluation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.